Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported he blood glucose continued to rise despite her administering higher doses of insulin via the spirit combo insulin pump. She was taken to the hospital by her husband (B)(6) 2014. Lab result was 48.6 mmol/l. She was admitted and given IV insulin. Her blood glucose stabilized after being switched to a new pump. She thinks the first pump mat have been inaccurately delivering insulin. The pump was returned and evaluated by the manufacturer's investigative unit. The complaint cannot be verified due to handling error. The delivery accuracy, occlusion detection limits and device alarm functions were tested successfully on the diagnostic test system and the results were within the product specifications. The mentioned event date (B)(6) 2014 and the days around have been reviewed and the history showed that several programmed boluses were interrupted by occurring e4 errors (occlusion). The customer did not solve the e4 errors according to the user manual. Instead she just confirmed the error messages. The problem mentioned by the customer is related to a handling issue.